Manufacturer narrative:
Concomitant medical products: product ID: d-evolutfx-34, lot #: 0011346011, ubd: 08-aug-2023, UDI#: (B)(4). Product analysis: both of the devices were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid sievers type 1 native valve which was adequately dilated with different dilators including a 24mm non-medtronic balloon and an 18fr non-medtronic sheath size. It was noted that advancing the delivery catheter system (dcs) through the access site at the right common femoral artery (rcfa) was difficult. No calcium or tortuosity were observed via computed tomography. After the first attempt to advance the dcs through the rcfa, the patient developed a hematoma. The dcs was advanced through the common femoral artery (cfa) successfully. The valve was deployed. Upon the first deployment attempt, an infold of the valve frame was noted. During the fluoroscopy check, a slight infold of the valve frame was noted on the 3rd node and possibly to the 4th, but not past that. The valve was recaptured. The valve and dcs were withdrawn from the patient successfully. A second valve and a new dcs were prepped and checked. A minor infold of the valve frame less than the 1st node was observed on the second valve. The dcs was inserted through the rcfa. However, difficulty to advance was noted. It was reported that, a change in guidewire or an external sheath was recommended, but the physician chose not to proceed with the recommendation. Subsequently, the dcs crossed the cfa and was placed in the ascending aorta. A deployment attempt was unsuccessful due to the valve moving ventricular. The valve was recaptured and repositioned successfully. During the second deployment attempt, the valve was placed and released to an optimal depth of 3mm successfully. A pressure gradient of 5mmhg was noted. Mild paravalvular leak was noted. The dcs was withdrawn from the patient successfully. A hematoma at access site was observed. Protamine was administered. The patient¿s blood pressure dropped significantly. Time was set to assess if the low blood pressure was due to protamine. The blood pressure did not improve. The rcfa was assessed via fluoroscopy and a complex dissection was observed. The patient was hemodynamically unstable. Cardiopulmonary resuscitation was performed. Covered stents were placed in the cfa. The patient was stabilized. Per the physician, pushing the first dcs through the access vessel and cfa caused the dissection and the second dcs made the dissection worse. No additional adverse patient effects were reported.